Manufacturer narrative:
B3: the initial report indicated 2024-apr-15 in error regarding date of event (illogical date). The date of event is unknown. Follow-up is being performed to confirm onset / date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The date of the event was 2024-mar-20. The patient¿s age at the time of the event was 15 years. The equipment in place did not work regarding the patient having been alternately overdosed or underdosed, so an immediate change of equipment was performed.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0226521423 implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type catheter h6 update: the previously applied device code a24 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: as per the pump log, the pump administered lioresal with concentration 2,000.0 mcg/ml. The returned pump passed all testing in the laboratory and no anomalies were identified. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified an occlusion in the catheter body which is consistent with dried drug, blood or other foreign material. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient had presented alternately over dosed or under dosed treatment signs. No information had been described about diagnostics/troubleshooting performed.  There were no known environmental/external/patient factors that may have led or contributed to the issue.  The neurosurgeon decided to replace the pump and catheter.  The pump and complete catheter were replaced and the issue was resolved.  The explanted devices were in possession of the hospital.  The devices were requested to be returned to the manufacturer; however, it was noted that the return status was unknown.  The patient was without injury regarding their status as of 2024 (B)(6).  The patient's medical history and weight at the time of the report were unknown or would not be made available.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#: 0226521423, implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.